Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h11: additional narrative. Zimvie received one (1) tsvmb11, (imp,tsv,mcol mg,3.7mm,11.5mml) for evaluation. Visual evaluation was performed. The implant has signs with bone debris on external threads. Damage to the implant was identified. The implant was fractured at the collar. An unknown abutment was also returned. The abutment was modified; however, no damage was identified. Device recorded as a concomitant. DHR review was completed for the subject lot number 62466873. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62466873 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: medical: bone loss + dental: functional: fracture: implant¿. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Therefore, based on the available information, a device malfunction did occur. Implant was fractured at the collar. The reported event was confirmed. Bone loss is a medical condition and is non-verifiable with the information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: unique identifier (UDI) number not available.

Event description:
It was reported an implant fracture at the collar in tooth site 36 and a spontaneous loosening of the abutment as a consequence. The implant was removed. Patient suffered from bone loss and pain. Procedure was not completed.